Manufacturer narrative:
The investigation has been completed. The console (ic5059) was sent back for further investigation. When inspecting internal components, it was observed that there was a marking on the top of the power battery manager (pbm). The pbm was removed and another marking was seen on the bottom of the board, mirroring the location from the top of the board. The failure to boot in the field was due to a failed pbm. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced a controller error yellow alarm in training. No clinical details regarding resolution or patient involvement/condition were provided. No patient was involved.